Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had soreness around the incision and was feeling stimulation intermittently the day prior to the report. It was indicated that they were feeling stimulation more so in different positions. The patient mentioned they were getting at least a 50% reduction in symptoms. It was noted that the patient had followed up with the healthcare provider, but would meet with them again after (B)(6) 2016. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.